Event description:
Noticed that tpn was leaking from IV line and it appeared to be coming from the filter. All connections were checked and were tight, and fluid was leaking from back of filter. Filter was changed under sterile conditions, and saved for supervisor, unfortunately, packaging was not available at time of incident to be saved.